Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
Mitek received the complaint device and evaluated t it visually. Upon examination it is noted that from the suction port to the ceramic, the metal has been displaced; the rest of the electrode was examined and there were no other anomalies or damage noticed. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints of any kind this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that during an arthroscopic shoulder procedure, a portion of the distal tip of a vapr lds electrode broke off into the patient's joint space; x-rays revealed nothing, so they assume that there is no fragment in the patient&apos;s body. The repair was concluded successfully without further issue or harm to the patient. Our affiliate states that this was the 1st use of the device; it was not processed and/or re-used.